Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they fell down and they lost their remote for their stimulator a while back. The patient stated that because they didn't have any problems with the stimulator, they didn't worry about it, but now they were in the middle of traveling because their family member had passed away and the patient had been cleaning out the family member's house in ny and they fell back on their stimulator late monday evening ((B)(6) 2022). The patient stated it felt like it was "flat out," that it was all bruised but now they were getting shocked unnecessarily in their privates. The patient then stated that now it wasn't shocking in their privates, it was more like a jolt in their back where the stimulator was. The patient stated they were now in the ER in new york at upstate university and the patient had been there since last night (for 14 hours) waiting to be seen. Patient services reviewed with the patient that if no one at the facility had a programmer available and if a programmer was needed, a medtronic field representative could be paged to deliver one using the national answering service (nas) number. The patient at this point hadn't even had imaging so they were going to bring this information to the health care provider (hcp). The patient currently did not have a managing health care provider (hcp) so patient services also sent the patient physician listings for the area they were currently located. The patient may also reach out to a nearby physician on the list. Patient services also reviewed the replacement process for a lost/stolen item. The patient was going to first reach out to see if a programmer was available nearby and they may call back.